Manufacturer narrative:
Submit date: 03/05/2017. This complaint was investigated. A device history record (DHR) reviews revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. A palindrome catheter was received inside a generic plastic. The catheter presented signs of use (remains of blood). Visual inspection was performed and it revealed one hole on the arterial extension. The extensions did not present marks. In addition, the hole was magnified and it was observed hole irregular. The defect was not identified prior to insertion; this kind of defect would be detected during leak test. The manufacturing process was reviewed to determine potential points of damage to the extension. The result was that the operations that are applied to the extension are light and the handling of the pieces is manually done, there is no use of sharp objects or other instrument that could generated the hole found during visual inspection. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device, since states: [do not use the catheter if it is crushed, cracked, cut or otherwise damaged], [clamping the catheter repeatedly in the same spot could weaken the tubing], and continues, [exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance]. The defect was not identified prior to insertion of the catheter. The physical sample involved in the reported incident was returned for evaluation and it present signs of use and customer manipulation; this manipulation could be associated to the damaged found in the extension; therefore it can be concluded that this defect could be related to the use of sharp objects or rough edges during the use. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused due to the use of strong cleaning agents, excessive force during of use, repeated clamping or other similar damage. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. No trends or trigger were identified, no harm was reported for this complaint and this is not a manufacturing/supplier related event, no further corrective or preventive actions are not deemed necessary at this time.

Manufacturer narrative:
Submit date 12/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.